Event description:
A caller reported experiencing a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information for a complete pump reset and guided the caller through the process, after which the cgm error code did not reoccur. The caller successfully started their sensor session.